Manufacturer narrative:
Update to coding h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿midterm outcomes of patients with complex aortic aneurysms treated using mixed and matched endoprosthesis from different manufacturers¿. The timeframe for this study was over a ten year period. The aim of the study was to evaluate outcomes of patients with complex aortic aneurysms (caas) undergoing fenestrated/branched endovascular aortic aneurysm repair (f/b-evar) using a combination of endoprostheses from different manufacturers. 80 patients required a combination of devices from 4 different manufacturers for repair. Valiant, an unknown medtronic stent graft and non-mdt stent grafts were implanted in the patient population. Among the patient population the following adverse events included: renal failure, myocardial infraction, paraplegia, ischemia, perforation, multi-organ system failure, intervention no further information was provided pertaining to medtronic products

Manufacturer narrative:
Medtronic received the following information regarding a journal article ¿midterm outcomes of patients with complex aortic aneurysms treated using mixed and matched endoprosthesis from different manufacturers¿. Manunga j, hanif h, cravero e, goldman j, clark r, skeik n, stephenson e, harris k, ali rana m journal of endovascular therapy 1¿9 https://doi.org/10.1177/15266028241283252. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.